Event description:
It was reported by the patient that even with the device turned off, she still receives shocks, albeit at low power or with oscillations. She reported having reprogrammed the device, but without improvement. Upon turning on the neurostimulator, she complains of intense pain in her right leg. The pain was so intense that she had to call emergency medical services and seek hospital care. It was noted that the issue has been successfully resolved and that the patient will receive all the necessary support and care.